Manufacturer narrative:
(B)(4) ICD, implant date: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited noise. The lead remains in use. No patient complications have been reported as a result of this event.